Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend, an investigation was conducted, and corrective actions have been taken. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This serves as a correction report. Section h11 (additional MFR narrative) was incorrectly submitted in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received a reading of "below 4 mmol/l" on the adc device. It is unknown whether the customer noted a trend arrow on the device. Due to the low reading, the customer ate unspecified treatment to try and elevate their glucose levels. Subsequently, the customer obtained unspecified readings of "over 4mmol/l but mostly below 7 mmol/l" on the adc device. Thereafter, the customer administered long-acting insulin (dose unspecified) for treatment. The customer was taken to the hospital, where they had contact with a healthcare professional (hcp) who obtained a laboratory glucose result of 66.1 mmol/l compared to a reading of "about 4.5 mmol/l -5.5 mmol/l" obtained on the adc device. When plotted on a parkes error grid, fall into the out of range zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. In addition, the hcp provided unspecified treatment. Lastly, the customer experienced vomiting. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre products continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre products was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre products, no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received a reading of "below 4 mmol/l" on the adc device. It is unknown whether the customer noted a trend arrow on the device. Due to the low reading, the customer ate unspecified treatment to try and elevate their glucose levels. Subsequently, the customer obtained unspecified readings of "over 4mmol/l but mostly below 7 mmol/l" on the adc device. Thereafter, the customer administered long-acting insulin (dose unspecified) for treatment. The customer was taken to the hospital, where they had contact with a healthcare professional (hcp) who obtained a laboratory glucose result of 66.1 mmol/l compared to a reading of "about 4.5 mmol/l -5.5 mmol/l" obtained on the adc device. When plotted on a parkes error grid, fall into the out of range zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. In addition, the hcp provided unspecified treatment. Lastly, the customer experienced vomiting. There was no report of death or permanent impairment associated with this event.